Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating implant seemed to be loaded into injector properly and implant did not appear lens got damaged during loading. Physician was able to remove all pieces of the implant.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, lens was explanted at initial procedure due to haptic broke off the optic. The procedure was completed same day with another iol. There was no patient harm.